Manufacturer narrative:
The glucose reagent lot number was 86938301 with an expiration date of 30-jun-2026. The calibration was last performed on 09-feb-2026. The qc recovery was within the range prior to the event and out of range after that. The alarm trace did not show any abnormality. The field service engineer (fse) found that the root cause was due to a cracked rinse tube, causing the rinse nozzle to leak. He replaced the rinse tubing. He then performed mechanical checks, hardware checks, qc, and precision studies, and they were within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 31 patients' samples tested on a cobas 8000 cobas c 701 module. Results for the following tests were affected: albumin assay, calcium assay, creatinine assay, gluc3 (glucose hk gen.3) assay, and triglycerides assay. Refer to the attachment to the medwatch for all patient data. Below is an example of discrepant results for 1 patient tested for glucose: initial result: 30 mg/dl (accompanied by a data flag). Automatic rerun functions repeated the sample. Repeat result: 379 mg/dl. The repeat result was deemed to be correct.